Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: investigation revealed that the audio bolus button cover was detached and the button contact was inverted. Additionally, the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an audio bolus button defect. Additionally, the display screen was dim and discolored. This report is made based on results of investigation completed on 10/02/2015.